Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -12.5/2.0/91, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was later removed due to excessive vault. A shorter length lens was later implanted and the problem resolved. The cause of this event was unknown.